Event description:
Date (unk): a (B)(6) male pt underwent evar. The aaa was diagnosed as 60 mm by cta. Procedure consisted of placement of a mainbody and two iliac leg grafts. The iliac leg graft for the right iliac artery placed to the external iliac artery as tae for the right internal iliac artery was performed prior to the procedure. Procedure was completed with no notable problems. Seven days after initial procedure, cta showed right iliac leg graft was slightly moved peripherally and stenosed. Abpi and vascular ultrasonography did not show abnormality. Eleven days after the initial procedure, pain and coldness in the lower right leg were suddenly developed. Cta showed right iliac leg graft to right external iliac artery was occluded. The doctor thought that the distal stent of the right iliac leg graft became bent/stenosed due to migration due to recoil force of the vessel. (1820334-2012-00333) date unknown: the physician performed a thrombectomy and placed two additional stents of another manufacturer at stenosed site to solve occlusion. He placed an additional stent of another manufacturer in stenosed site of the distal of the left iliac artery (1820334-2012-00340) and the additional procedure was completed. The pt was doing fine after the additional procedure and cta did not show any stenosis.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration - unknown as lot is unknown. Customer person unknown as not provided by reporter. Reporter. (B)(4) - stenosis is labeled in the IFU. (B)(4) - occlusion is labeled in the IFU. Event evaluation: still under investigation.